Event description:
The distal portion of the screw broke while the surgeon was completing fixation of a bone-tendon-bone graft. A delay of ten minutes took place to remove the distal portion of the screw from the pt. No pt injury or complications were reported.